Event description:
It was reported that while stocking trays at the hospital, the consultant noticed a package was mislabeled. The package is labeled 04.503.608.01 which should be a 2.0mm ti matrix mandible screw 8mm long. After opening the package, he realized that the package actually contained a 2.0mm matrix mandible screw 6mm long. The consultant did not put it in the tray. Screw and packaging to be returned to complaint handing unit first since it is a labeling and packaging issue.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the package was received opened at the perforation. Screw received with the product is 6mm in length as stated above. The part number of the actual screw is likely 04.503.606.01. The product received back with the packaging measures 6mm in length, which is part number 04.503.606.01.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).